Manufacturer narrative:
Eval: smiths medical's is anticipating the return of the sample involved in this event. Upon return of the sample, and receipt of the completed investigation, a f/u report will be submitted.